Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was failing to fully charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.